Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the pediatric patient did not feel good. They stated they had stomach pain, was nauseated and vomiting. There was no bg or egv reported at the time of symptoms. The patient's parents were concerned and brought to the patient to the hospital. Cgm values were not provided for the time of event. However, bg values were taken but the patient could not remember the values but stated they were off for more than the 20 percent range. The patient was hospitalized for 3 days and treated with unspecified insulin. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.